Manufacturer narrative:
This supplemental report is being submitted with an update to section: h6 device codes it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. A pulmonary vein isolation (pvi) procedure for atrial fibrillation was performed. The transeptal puncture was performed using a versacross connect and the faradrive sheath and non-boston scientific (bsc) intra-cardiac echocardiography (ice) catheter were advanced into the left atrium. A pre-ablation map was created using a non-bsc mapping system. A 31mm farawave catheter was loaded onto a non-bsc merit rosen guidewire and advanced through the faradrive sheath to the left atrium. When the pvi was partially completed, the patient required treatment for hypotension with no pericardial effusion evident via ice. The pvi and posterior left atrial wall ablation were completed and post-ablation mapping was performed. Additional ablation was applied to the right superior pulmonary vein. The ice catheter, farawave catheter, and faradrive sheath were removed from the left atrium in preparation for radio-frequency ablation in the right atrium. A large pericardial effusion was identified on ice and a pericardiocentesis was performed. Approximately 450-500cc of blood was removed from the pericardial space and the patient was auto-transfused with 375cc of blood. The physician suspected the effusion was caused by migration of a non-bsc decapolar catheter from the right ventricle to the right ventricular outflow tract. The patient was hospitalized for observation and discharged three (3) days post index procedure.

Event description:
It was reported that a pericardial effusion occurred. A pulmonary vein isolation (pvi) procedure for atrial fibrillation was performed. The transeptal puncture was performed using a versacross connect and the faradrive sheath and non-boston scientific (bsc) intra-cardiac echocardiography (ice) catheter were advanced into the left atrium. A pre-ablation map was created using a non-bsc mapping system. A 31mm farawave catheter was loaded onto a non-bsc merit rosen guidewire and advanced through the faradrive sheath to the left atrium. When the pvi was partially completed, the patient required treatment for hypotension with no pericardial effusion evident via ice. The pvi and posterior left atrial wall ablation were completed and post-ablation mapping was performed. Additional ablation was applied to the right superior pulmonary vein. The ice catheter, farawave catheter, and faradrive sheath were removed from the left atrium in preparation for radio-frequency ablation in the right atrium. A large pericardial effusion was identified on ice and a pericardiocentesis was performed. Approximately 450-500cc of blood was removed from the pericardial space and the patient was auto-transfused with 375cc of blood. The physician suspected the effusion was caused by migration of a non-bsc decapolar catheter from the right ventricle to the right ventricular outflow tract. The patient was hospitalized for observation and discharged three (3) days post index procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.